Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd pegasus¿ IV catheter system leaked from the tubing during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "about 15 minutes after the nurse applied the indwelling needle to the patient, the family members immediately called the nurse to check the water on the single bed. The family members immediately stopped infusion when they found water leaking in the y-shaped tube of the indwelling needle. Then the nurse replaced a new indwelling needle to perform a second puncture on the patient, and the patient returned to normal.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The reported lot # 8253316 did not match any corresponding material #s in sap based on the event description. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pegasus" IV catheter system leaked from the tubing during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "about 15 minutes after the nurse applied the indwelling needle to the patient, the family members immediately called the nurse to check the water on the single bed. The family members immediately stopped infusion when they found water leaking in the y-shaped tube of the indwelling needle. Then the nurse replaced a new indwelling needle to perform a second puncture on the patient, and the patient returned to normal."